Event description:
It was reported that during a sleeve procedure, the device failed to open during the case. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.on which firing did the event occur?how was the device removed from the tissue?did the device eventually open? Were there opening issues with previous firings?what color cartridge was selected?where any unexpected noises heard? If yes, when?was there any damage to the tissue? If yes, how was this resolved?